Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 417 mg/dl. Customer indicated that they treated their high with injections. Troubleshooting found that the pump has a blank display, non responsive keypad buttons and moisture damage. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump passed self-test, error test, displacement test and rewind test. The insulin pump alarmed motor error during basic occlusion test due to slightly loose and tilted drive support disk. We were unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. Upon visual inspection unit had moisture damage on the force sensor resistor. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and missing end cap sticker.